Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. The patient experienced dizziness, headache, and nausea. Patient was wearing the pod for 4 to 24 hours on the hip/buttocks. Patients blood glucose levels reached 400 mg/dl while at home. After changing the pod, they got his levels to 281 mg/dl but he was not feeling well. That is when they mother took him to the emergency room (ER). Mother stated that the cannula was bent. Patient was given intravenous therapy to lower bg levels and some medicine for nausea.